Event description:
It was reported that the lag driver broke during surgery.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual examination of the lag screw driver retaining rod indicated that the shaft at the knurled end of the retaining rod has fractured, confirming the stated complaint. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.